Manufacturer narrative:
No button response due to keypad connector not plugged in properly. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 400mg/dl. The mother stated that the customer was crying, upset, depress, anxious, emotional and she still is in the hospital. The mother stated that the insulin pump was beeping, display error and the battery was removed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.